Event description:
It was reported the patient had been having ¿intermittent trouble with their device and it just stopped working altogether a couple months ago¿. It was reported the patient has less than 50% therapy relief in their left hand. It was reported the patient¿s device was in over-discharge and confirmed it was their first over-discharge. It was noted a physician mode reset (pmr) successfully reset the device. It was noted that a quarter level battery charge was reached in approximately 90 minutes and the power on reset (por) was cleared. It was reported high impedances, >10000 ohms, were found. It was reported the impedance >10000 ohms were found on several contacts in the patient¿s best therapy group. It was reported the offending electrode was removed from the settings and good coverage and therapy was re-established. It was noted the patient is doing very well and is glad the therapy is back in service. Additional information received reported the over-discharge was due to patient non-compliance. It was noted the patient stopped keeping up with it when it started to give them trouble.

Event description:
Additional information received reported the cause of the high impedances was not determined. It was noted that the high impedances were not impacting therapy and that no other malfunctions were noted at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).